Event description:
It was reported an occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using lyumjev brand insulin, resulting in a blocked cartridge. Tandem technical support educated the customer the lyumjev brand insulin is off label. Occlusions continued and replacement pump was sent to the customer to resolve the issue.